Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue and it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 200-250 mg/dl.